Event description:
The nurse reported to our sales rep she was observing a surgery procedure. During this it was observed that a miss drilling happened during the distal locking. No consequences were reported.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.